Event description:
Patient had collection of fluid at location of the valve. After the doctor explanted the valve he realized it was torn open which was causing the csf to collect around the valve.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.